Manufacturer narrative:
Other applicable components are: product ID: 3889-28, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell getting out of the shower and stated that the system no longer worked. The patient was reprogrammed in the office and a lead revision occurred on (B)(6) 2018. It was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. They reported the revision had just occurred on (B)(6) and the patient had not been seen for post-op, so they were unsure if the issue resolved. They were not sure of the date of the fall, but the system had just been implanted in october.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was explanted and replaced.